Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed, and failure analysis could not replicate nor confirm the issue. The instrument did not have any thermal damage that would result in arcing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a spark. The user was completing the procedure as planned with a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was found to have charring after the arcing event. The cannula was inspected prior to use using a pin gauge. Arcing was observed to have originated from the base of the jaw while attempting to cauterize with bipolar coag. The instrument was connected properly to the erbe generator. A fenestrated bipolar forceps, maryland bipolar forceps, and cadiere forceps were used when the arcing occurred. The instrument was in use about 2 hours prior to the arcing event. The instrument was in contact with tissue when the arcing occurred. There was no injury to the patient and the patient has not returned to the hospital due to post-surgical complications.